Manufacturer narrative:
Batch documentation review / release results: all batches are released according to the required specifications and all initial testing results are within specification for this batch; sample evaluation: 121 boxes were returned. Our lab retested the returned complaint samples and all results are conform to the specifications for the tested parameters (color, clarity, precipitate). A small amount of silicone present; retain sample evaluation: our lab has retested a retain sample of this batch and all results are conform to the specifications for the tested parameters (color, clarity, precipitate). A possible root cause for this complaint may be that the customer observed silicone droplets. Most probably the bubbles observed is medical grade silicone that is present on the coated syringe wall to enable glide ability of the stopper. This silicone may accumulate during advancement of the plunger and form small silicone droplets. The silicone oil used is manufactured and tested in compliance with good manufacturing practices at an iso certified facility. The low levels of silicone oil do not elicit local ocular or systemic toxicity. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the gel is presenting with bubbles which is causing view obstruction during a procedure. The procedure was completed. There was no patient harm.